Event description:
Jjpi became aware of the publicaiton of a reported failure of a pfc uni-condylar tibial insert loosening. The device was reportedly removed due to changes of the articulating surface. It was learned that this device has been returned to co earlier but had been associated with an earlier MDR report until this new information had been received. In addition to the subject device of this report, in the article, the surgeon also remarked that some 35 of these cases have been noted in the hospital with which he is affilated. Additional detailed information concerning this and the other cases has been requested. Jjpi has been told that no additional information concerning these events will be forthcoming from the reporter.